Event description:
It was reported ongoing occlusions have occurred. There was no adverse impact to the customers blood glucose level. As a resolution, a replacement pump was sent, all troubleshooting attempts exhausted.